Event description:
The alaris infusion pump shut off unexpectedly during therapy. This has necessitated reprogramming of some high risk infusions and therapies by our nursing staff. The battery on the unit was fully charged and the unit was plugged into the wall outlet at the time of the channel disconnect. Biomed was contacted and evaluated the equipment. Upon close inspection with the manager from equipment distribution, it was noted that there was a film-like build up on the equipment, including a scaly salmon-colored build up on the channel connections and sensors. Further investigation of the event found that approximately two weeks prior, the organization changed cleaning products based on recommendations by infection control for eliminating c-diff spores on equipment. We had been using a cleaning product called "super sani cloth" and changed to using dispatch, which is a bleach based product. Prior to changing to the dispatch product, alaris was contacted and indicated that dispatch could be used on their pumps. We believe that the build up and film on the equipment is being caused by dispatch and we have since changed back to using super sani cloths to clean the equipment. Since that change has taken place, the incident of channel disconnect alarms has stopped. We have identified over 100 volume infusers with this same issue.======================manufacturer response for large volume infuser, alaris pc (per site reporter).======================biomed and clinical inventory notified the manufacturer of the concerns when they started to occur. We have over 100 devices that have been affected. The manufacturer was notified in late july and informed biomed that the hospital was doing "something wrong" when cleaning the equipment.